Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "top screw posts broken in power supply case". This event occurred before use, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with top screw posts broken in power supply case was confirmed during product evaluation. This condition was caused by broken/cracked rear housing. The rear housing was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 6.13.92.